Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Evaluation of the device history log provides evidence of poor coupling between the patient's skin and the electrode pads with multiple pd core warning and lead off entries. Without the electrodes for evaluation, this cannot be firmly established as root cause. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated the clinician obtained another device with the same pads to continue treating the patient. Complainant indicated that the electrode pads involved in the reported malfunction were not retained by the customer. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.